Event description:
It was reported that(1) device was used during a laparoscopic nissen. It was reported by the affiliate that on 05/20/1999 the surgeon performed a lap nissen procedure on a female patient in her late 20's. When the surgeon was securing the knot placement with the suture assistant the strand broke in half. The piece of suture that broke off has been returned by the sales rep as part of this complaint. Rather than remove the broken suture which was in the patient's tissue, the doctor placed the two suture ends together and applied three ligaclips to the suture to hold the pieces together. It is believed he used an el214 or el314. The suture assistant was then used to tie 4 other knots with no problem. The suture assistant was not returned as the hosp had no further difficulties using it. The sales rep is making inquiries as to the lot number of the reload, will advise further. The patient was discharged. 06/11/1999 the rep called to report post-operative complications details as follows: may 31, 1999 the rep was contacted by the doctor-during the evening of may 25th the patient was in distress and went to emergency, by the time she reached emergency she was going into shock. The surgeon was called in and the patient had an emergency re-operation. When they opened the patient, they found the 3 clips and the piece of suture floating in the abdomen.